Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. The additional knee procedure occurred (B)(6) 2010 and not (B)(6) 2006 as was previously reported.

Event description:
It was reported patient underwent a left total knee arthroplasty (tka) on (B)(6) 2000. Subsequently, patient was revised on the left side (B)(6) 2006 due to unknown reasons. All parts were removed and an maxim system was placed. Additional information received reports patient underwent an additional left knee revision on (B)(6) 2014 due to femoral subsidence. All components were removed and replaced with an oss system. It was further reported that patient underwent an initial right tka (B)(6) 2006. Review of invoice history indicates an additional knee procedure occurred (B)(6) 2010 on an unknown side where spacers molds were implanted.

Event description:
It was reported patient underwent a left total knee arthroplasty (tka) on (B)(6) 2000. Subsequently, patient was revised on the left side (B)(6) 2006 due to unknown reasons. All parts were removed and a maxim system was placed. Additional information received reports patient underwent an additional left knee revision on (B)(6) 2014 due to femoral subsidence. All components were removed and replaced with an oss system. It was further reported that patient underwent an initial right tka (B)(6) 2006. Review of invoice history indicates an additional knee procedure occurred (B)(6) 2006 on an unknown side where spacers molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿